Event description:
A customer reported intermittent power in I/a (irrigation/aspiration) mode during a procedure. The case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep confirmed aspiration pressure sensor (aps) and irrigation pressure sensor (ips) accuracy. The company rep primed the system and was able to build 700+mmhg vacuum with tubing pinched. The company rep checked 4 irrigation/aspiration handpiece and achieved 600+ mmhg vacuum with each handpiece. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken or confirm the reported event. A review of the system's event log did not indicate any recent related system message. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. Add'l info was requested and received. (B)(4).